Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence as the device was not working properly. A revision surgery was performed, during which the balloon was removed and replaced. No additional patient complications were reported.